Event description:
It was reported that, after a right primary bhr procedure was performed on an unknown date, the patient was elected for a revision surgery to convert into a thr, without specified symptomatology. The revision was carried out on (B)(6) 2024, during which severe oa changes in the hip with marked deformity were noted, and the femoral head component was exchanged for a biolox delta ceramic head and a secure fit stem. After procedure, patient was transferred to pacu in stable state.

Manufacturer narrative:
Internal complaint reference:(B)(4). This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H3, h6: as of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review, or escalation actions review could not be performed. If more information is received, this investigation will be reopened. The review of the product's current IFU found adequate warnings and precautions in relation to several potential failure modes. Due to insufficient information, it is not possible to determine a revision of the risk associated to the alleged device. No further actions are required at this time. The available medical documents were reviewed. There is a definitive clinical route cause. Osteoarthritis was the clinical root cause of the reported revision, and the device had no influence on the event. Therefore, it cannot be concluded the reported event was related to the implant. An existing condition or disease is demonstrably responsible for the adverse event and use of the device has neither caused nor otherwise influenced this condition/disease-related adverse event. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.